Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual evaluation of the returned product identified that there is debris inside the sterile package. The complaint has been confirmed by visual evaluation. Device history record was reviewed and no discrepancies were found. The product was likely non-conforming when it left zimmer biomet control. The root cause of the reported event can be attributed to the operator not following instructions during manufacturing. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). Product has been received by zimmer biomet and the investigation is in process once the investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported by the distributorship that the products had debris in the sterile package. There was no patient involvement.